Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated when their blood glucose was not actually low. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 76 mg/dl when the customer's actual blood glucose level was 276 mg/dl. The customer was advised that the sensors would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.